Manufacturer narrative:
The symptom of hypotension during the red cell transfusion using the device appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular intability, may be any one or several of the following circumstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability, especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were: administration of medication known to give rise to vascular instability (ace inhibitors) and vascular surgery. These conditions, per se do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as an unidentified idiopathic factor in the pt must also be present. In is unclear as to whether, when the preceding conditions and/or practices exist in the proper configurations, whether the device also plays a contributing role in the reacion observed. The device has been used for multiple thousands of transfusions (in the absence and presence of the above conditions), without incidence of hypotension reactions. There has been no correlation between mfg lots and these reactions. The lot number was not identified by the user, nor was the device retained. Accordingly, evaluation of the mfg and field histories could not be achieved. This category of reactions appears limited to a small number of heatlh care facilities. Although this reactions could be consistent with the prescence of a short-lived biological modifier, no evidence of such a modifier has been confirmed in this instance. The specific cause of this low frequency of hypotensive reaction remains unidentified.

Event description:
During an operation for aso, a 71 year old pt was being transfused through the device and developed hypotension (120mmhg to 55mmhg) just after the start of an autologous transfusion. The transfusion was stopped and the pt was treated with ephedrine hci 5mg and phenylephrine hcl 0.1mg twice through IV. The pt recovered and the transfusion was resumed. The pt's blood pressure started to decrease and the transfusion was stopped again. The device was then changed and the transfusion was completed without incident.